Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask. Peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the peritonitis event. Treatment for the peritonitis event was not reported. Dianeal therapies were ongoing. The patient was recovered from the peritonitis event on an unknown date in the same month as the onset of the peritonitis. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.